Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag was leaking from the edge. This was discovered during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation, along with a photograph of the sample. During visual examination of the device, the fill port tube along the upper right edge of the bag was found cut. The damaged part of the bag was inspected under a microscope and identified as a tear along the edge. Functional testing was performed and a small tear was observed on the bag which was causing a slow leak to occur. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.